Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-and ligator. The first two bands were deployed successfully and the rest [remaining] bands could not be deployed. Another device was used to finish the procedure. The physician indicated the product was stored at room temperature and not sterilized. The product was kept away from high temperature, high pressure and low temperature. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the handle with trigger cord attached was returned. The catheter, the barrel with one attached black band was included in the return. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described due to the condition of the returned product. During the laboratory evaluation movement of the handle wheel was performed and functioned as intended. The trigger cord was dismantled from the mbl assembly to fully investigate the integrity of the trigger cord and the beads. The total length of the returned trigger cord was measured and found to be within specification. Twelve beads were attached to the string. The product is sold with two sets of 6 beads (total 12 beads) - therefore we can conclude that all beads are present. As the trigger cord was not attached to the barrel a functional test could not be conducted. The returned loose black band appeared as intended in regard to constriction of size and shape. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of the condition of the returned product and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement. "The use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band dislodge the band. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After incubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly piece a ligator band. Premature band deployment can also occur if the handle is rotated before suction on the banding site. The instructions for use adverse the user to maintain suction while deploying the band.